Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32081, 1627487-2020-32082, 1627487-2020-32083, 1627487-2020-32084. It was reported the patient underwent surgical intervention wherein the entire system was explanted after being admitted to the hospital and diagnosed with a (B)(6) infection. Later, the patient was placed on IV antibiotics. Reportedly, the infection resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.